Event description:
It was reported that the user experienced cartridge leaking while attempting to fill the tubing and was attaching the connector to the cartridge prior to inserting the cartridge into the ilet, contrary to the recommended process. No reported clinical effects and no changes in blood glucose, as the event occurred during a supply change. Outcomes included successful cartridge replacement with continued device use and no alerts or alarms. Investigation included troubleshooting and user education. Investigation of this case revealed user technique contributed to the leak and that inserting the cartridge first and attaching the connector afterward resolved the issue. It was concluded that the event was related to use error and that device function was restored following correct supply change steps.